Event description:
Wheelchair reported to have travelled, "on its own" (i.e. Without user imput) in reverse. Chair and occupant collided into a closet, resulting in an injury (broken leg). Date of MFR's warranty expiration: january. 1996.